Manufacturer narrative:
The pump was received with currents within specification. No blank display or problems with the lcd board noted. No unexpected low battery noted. However, the pump was received with a corroded battery tube, minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly after a battery change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer cleaned the battery cap contacts and inserted a new aaa alkaline battery, but the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.